Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Interrogation of the device resulted in multiple programmers shutting down. The device was reprogrammed to resolve the issue.